Event description:
A patient reported blood glucose results of "807 mmol/l" with a lifescan meter and "5.3 mmol/l" on a laboratory device , performed within 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter and control solution are being replaced.